Event description:
User alleges placed spinal introducer needle at l4-l5 interspace and passed spinal needle. Needle touched bone so needle withdrawn. When withdrawing introducer to redirect, hub of introducer separated from needle. Needle assistance of imaging. Site sutured closed. Anesthesia converted to general.

Manufacturer narrative:
Investigation: the needle was returned for examination. Visual examination confirmed that the returned needle was two pieces. The cannula separated from the hub. This needle is manufactured by crimping the aluminum hub over the stainless steel cannula. This leaves a mark on the hub and the cannula has at least a 0.002" to 0.003" reduction in ID at the crimp. The ID of this cannula (by pin gage) was uniform along its entire length, approx 0.029" at the bevel and 0.029" at the other end that should have been in the hub. Also there was no sign of crimping on either the hub or cannula. Root cause: it appears that this needle was fit together, but not properly crimped to secure it. Conclusion: the complaint was confirmed. The needle was not manufactured properly. We have not found this condition at incoming inspection and a large number of needles have been inspected and used without any reports of this condition so it appears to be rare. Device was issued to the vendor. A special note has been placed on the incoming inspection report to add "poor crimp" to the visual inspect at the "critical" level. The needle supplier has been notified of this event.